Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited possible far-field r-wave oversensing, intermittent undersensing and oversensing, and high threshold. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated approximately three days later the patient was hospitalized after several implantable cardioverter defibrillator (ICD) shocks were administered. Test of atrial threshold revealed 2.25 volts. No intervention was performed and the ra lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.